Manufacturer narrative:
Findings: pump received with intermittent up button response due to corroded keypad traces. No sticky buttons, ramping numbers on their own or scrolling bar moving anomaly noted. Pump display properly during testing. No missing segments/partial display noted. Pump received with minor scratched display window, cracked reservoir tube lip, cracked reservoir tube window corner and cracked battery tube threads. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose was 78 mg/dl. The customer stated that keypad is not responding. The customer stated that the device may have been exposed to sweat and heat. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.